Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead required several attempts to position. At the end of the procedure, the rv lead dislodged as the helix was retracted. The physician attempted to reposition the rv lead, but the helix would not extend. As a result, the rv lead was removed and replaced. No adverse patient effects were reported.